Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the needle detached and was captured inside the capio device when the physician was passing the mesh leg through the left sacrospinous ligament. It was noted that the capio needle carrier was bent. The physician cut off the mesh leg suture and used a stand-alone suture and another capio device to throw the mesh leg through the ligament. There were no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported that the balloon did not inflate.

Manufacturer narrative:
Customer report was confirmed. The balloon was not inflated with 1.3cc returned syringe. All through lumens were patent without leakage. No visible damage to catheter body and balloon latex. The balloon was inflated with 3cc syringe of lab. The balloon inflated with returned syringe after it. This unit was sent to (B) (4). On 1/12/10, (B) (4) evaluation: unknown opaque material found on balloon. Material removed and sent to chemistry lab for identification. Balloon was inflated with the returned 1.3 cc syringe without difficulties.

Manufacturer narrative:
The device was sent to chemistry for further evaluation. Following are the results. Chemistry analysis: "the ir spectrum of the unknown material showed similar absorption characteristics when comparing to polyurethane like material." A product risk assessment is in process to further investigate this issue at the manufacturing level.